Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (>400 mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, vomiting and feeling lethargic. Once at the hospital the patient was informed by the hospital they were unsure if the cannula had properly inserted at the infusion site (arm) at initial activation. The patient was treated with intravenous fluids as well as long acting insulin. The patient was discharged from the hospital the following day. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.